Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from syncopal episodes. High thresholds were also noted on the right ventricular (rv) lead. This lead remains in use. No further patient complications have been reported as a result of this event.